Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems : vaginal infection"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events : migration, general abnormal bleeding, abdominal, psych injury, bladder/urinary problems: vaginal infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('after urinating a piece of wire about 3¿ long') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (ess205) (batch no. 621688, 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation and retroverted uterus. Concomitant products included diphenhydramine citrate;ibuprofen (motrin pm) since (B)(6) 2007, ketorolac since (B)(6) 2018, paracetamol (tylenol) and tizanidine hydrochloride (zanaflex) since (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems : vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping);"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and device expulsion ("expulsion of essure device"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device expulsion, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy for essure confirmation test as already captured. It was noted there were 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: clinical history: generalized abd pain. Impression: probable small 2 cm posterior fundal fibroid noted. Uterus is retroverted in position. 1.2 cm follicle on the left ovary. Lot number: 621688, manufacture date: 2006-11, expiration date: 2008-10. Lot number: 621800, manufacture date: 2006-11, expiration date: 2008-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('after urinating a piece of wire about 3¿ long') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (ess205) (batch no. 621688, 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation and retroverted uterus. Concomitant products included diphenhydramine citrate;ibuprofen (motrin pm) since (B)(6) 2007, ketorolac since (B)(6) 2018, paracetamol (tylenol) and tizanidine hydrochloride (zanaflex) since (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems : vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping);"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and device expulsion ("expulsion of essure device"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device expulsion, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy for essure confirmation test as already captured. It was noted there were 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Ultrasound scan - on (B)(6) 2018: clinical history: generalized abd pain. Impression: probable small 2 cm posterior fundal fibroid noted. Uterus is retroverted in position. 1.2 cm follicle on the left ovary. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet and medical records received. New reporter added. Patient demographic added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea device breakage (cramping), expulsion of essure device, migraines / headaches were added, psychological or psychiatric problems ¿ depression and psychological or psychiatric problems ¿ mental anguish clubbed with previous event psychological trauma. Medical history, lot number and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.